Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the needle of sensor was broke in stomach and had to pull it out with pliers. Customer had a hard time taking out the introducer needle. Customer stated that this caused the site to bleed and there was blood inside the sensor. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.